Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels of 400 mg/dl. The customer's other blood glucose level was 320 mg/dl, 110 mg/dl. The customer was feeling shaky due to high blood glucose levels. The customer was treated with manual injection and insulin pump. The device is not expected to be returned for analysis.